Event description:
A clinical manager (cm) reported that at approximately 11:45 am, near the end of the first patient shift, a total of six hemodialysis machines were alarming "low conductivity". It was found the bicarbonate conductivity at the return loop was low at 39. According to the cm, the patient complained of cramping at this time. Upon follow up with the cm, it was learned the event occurred closer to 10:30 am and the hemodialysis machine went into bypass as designed. The batch of bicarbonate was discarded and a new batch, from the same lot, was mixed. There were no further issues. The cm reported the batch of bicarbonate was tested, per facility protocol, prior to it's use and the conductivity was within limits at 51. At some point between the time it was mixed and the time of the event, the conductivity dropped to 39. She stated the clinic management team has speculated that reverse osmosis (ro) water was introduced in the dialysate loop causing dilution and leading to the drop in conductivity as measured at the return loop, but they cannot confirm this. The actual sample was discarded and no companion sample is available. According to the treatment sheet, the patient began cramping at approximately 10:45 am. Treatment was ended 14 minutes early and 100ml normal asline solution was given for cramp relief. Of note, the uf goal had been increased approximately one hour earlier. The patient was discharged home without further issue. No medical intervention required. He continues on hemodialysis. There was no documentation in the treatment record of the issue of low conductivity contributing to the cramping.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.